Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that almost one year after the dental implant was installed in patient's mandibole, it was verified its non- osseointegration. Forty ncm of primary stability was achieved and immediate load was not performed. The patient presented insufficient bone type ii.